Event description:
A customer reported an error with their continuous glucose monitor (cgm), specifically cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided assistance with a complete pump reset, and the customer was able to successfully start their sensor session without further issues.